Event description:
A patient reports while wearing a pod between 24 and 36 hours their blood glucose level had rose to 253 mg/dl. The patient reports they will be applying a new pod before the pod being worn expires.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula assembly fully deployed. Corrosion was observed on the pcb assembly and the mechanism rails. All attempts to download the data were unsuccessful due to the corrosion on the pcb assembly. The batteries were observed to have lower voltage than expected. Fluid path testing found fluid leaking past the reservoir plunger into the upper portion of the reservoir. The leak in the reservoir sub-assembly resulted in fluid leaking out the reservoir cap window into the device, which contributed to the corrosion observed inside the device, as well as the lower-than-expected voltage of the batteries. This internal fluid leak prevented the proper delivery of insulin. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7.